Manufacturer narrative:
Age at time of event: patient is 18 years or older. Device evaluated by MFR: promus premier ous mr 32 x 2.75 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage with proximal strut rows pulled and bunched in the mid stent region. The undamaged stent outer diameter was measured using snap gauge and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 01oct2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via radial artery. The 95% stenosed, 32 x 2.75 target lesion with a bend of >=90 degrees was located in the severely tortuous and mildly calcified left circumflex artery. A 32 x 2.75 promus premier select drug-eluting stent (des) was advanced but failed to cross the lesion. The physician opted to use a 16 x 2.75 promus premier select des with the help of a buddy wire but could not cross the lesion either. Subsequently, the physician chose another device but still could not cross the bends. Finally, the physician decided to stop the procedure and put the patient on medical management. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.